Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a surgical laparoscopy procedure, according to the surgeon, in the moment that he was going to use the needle, it was observed that the package was damaged, consequently, the needle was contaminated. The hospital discarded the sample and delayed to report this complaint to the sales rep. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.